Event description:
Additional information received reported that the patient was referred to an infectious disease doctor who confirmed the infection and recommended explant. It was noted that the explant occurred on (B)(6) 2014. Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Event description:
It was reported that there was drainage around the wound site. It was noted that the outcome was an ongoing event. It was noted that interventions included a medication adjustment of bactrim ds 800 mgs bid for 10 days on (B)(6) 2014. It was noted that diagnostic methods included lab work. It was noted that the event was not related to the device or therapy and possibly related to the implant procedure. It was noted that there was draining around incision site of lumbar spine. It was noted that there was pain around the wound site. Additional information received reported that intervention included a medication adjustment. It was noted that the patient received vancomycin via PICC line on (B)(6) 2014. It was noted that lab work results showed a platelet count of 131 on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported diagnostic methods also included examination and palpation. It showed moderate draining from the wound site and no fever or chills on (B)(6) 2014. The wound was still open with no redness around the site but they had moderate swelling at the wound edges with a yellow serous drainage still present on (B)(6) 2014. On (B)(6) 2014, the patient had moderate drainage still with a low grade fever and intermittent chills. They still were doing the infusion of vancomycin bid with heparin flush at home. The lab work diagnostic results were glucose 102h and the labs were within range on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).